Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was experiencing return of symptoms. Caller mentioned the patient had a lumpectomy today and the therapy was turned off for the procedure. Patient representative said the patient turned the therapy back on after the procedure, but patient had been "hitting the restroom" every half an hour since the surgery. Before the call, the patient was on 0.4 and increased the stimulation to 0.5 to see if the therapy would help with the patient's return of symptoms. Agent reviewed stimulation level adjustment. Caller was able to adjust stimulation and patient felt stimulation in bicycle seat area and was comfortable. Agent suggested the patient monitor their symptoms and follow up with their healthcare provider if the issue persisted. .